Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm and it did not work. Customer's blood glucose value was unknown. Customer stated that they wanted to program insulin pump. Advised customer that they will need settings to the insulin pump in order to program it in and to call back once customer done with the settings. The device will not be returned for analysis.